Event description:
It was reported that patient had a history of abdominal hypertension during this admission. Order to obtain q4h intra-abdominal bladder pressures. Writer laid patient supine and flat per policy, clamped temperature sensing foley catheter distal to injection port, attached pressure monitoring device, primed 50 cc syringe with 25 cc of normal saline and then attempted to flush foley. Foley was flushed with difficulty. Bladder pressures read 250. Unclamped foley to let flush fluid drain and attempted process again with same result. Disconnected catheter from foley bag and flushed and aspirated foley directly at catheter with 50 cc of normal saline with ease. Clamped tubing distal to injection port and attempted to flush tubing while not connected to catheter and again was met with difficulty. Attempted to disconnected and reconnect from flush port 3 times with the same level of resistance met. They replaced tubing with new tubing or urometer and retained old tubing or urometer. As this patient had previously high bladder pressures, this posed a potential harm to patient as the bladder pressures were deemed not to be accurate and a potential high bladder pressure event could have been missed. No apparent harm reached the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had a history of abdominal hypertension during this admission. Order to obtain q4h intra-abdominal bladder pressures. Writer laid patient supine and flat per policy, clamped temperature sensing foley catheter distal to injection port, attached pressure monitoring device, primed 50cc syringe with 25cc of normal saline and then attempted to flush foley. Foley was flushed with difficulty. Bladder pressures read 250. Unclamped foley to let flush fluid drain and attempted process again with same result. Disconnected catheter from foley bag and flushed and aspirated foley directly at catheter with 50cc of normal saline with ease. Clamped tubing distal to injection port and attempted to flush tubing while not connected to catheter and again was met with difficulty. Attempted to disconnected and reconnect from flush port 3 times with the same level of resistance met. They replaced tubing with new tubing or urometer and retained old tubing or urometer. As this patient had previously high bladder pressures, this posed a potential harm to patient as the bladder pressures were deemed not to be accurate and a potential high bladder pressure event could have been missed. No apparent harm reached the patient. Per customer follow up on 05mar2025, it was reported that the sample was still available, and a return kit can be sent to them.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted that catheter was not returned so could not be tested. Attempted to flush the sample port using the in-house syringe and was unable to flush. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The labeling is found to be adequate to fulfill s03fa211 revision 25. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.